Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during the beginning of the procedure the tip of fiber of the first fiber used was cracked at 211,930 joules. The fiber was exchanged. The second fiber used during the case expired at 200,010 joules. The fiber was exchanged. The third fiber would not ¿seat¿ - missing gold ring inside connector, 0 joules. The fiber was exchanged. The procedure was completed using the fourth fiber. Patient or user outcome - no injury to the patient. Gand volume: 200 ml. Time expended 2nd fiber: 45:45 minutes. This report is for the second fiber.